Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) the device was not returned to bwi.

Event description:
It was reported that one (B)(6) male patient underwent an afib. Ablation procedure using navistart rmt thermocool catheter and suffered post-procedural cerebral infarction and cerebral hemorrhage which were observed on (B)(6) 2016. The patient had higher brain dysfunction and was required hospitalization. Patient diagnosis was cerebral bleeding. The physician commented that the cause of the event was due to cardiogenic cerebral embolism and not related to bw product.